Event description:
It was reported that the implantable neurostimulator (ins) was flipped or at the point of flipping; device flipping was not confirmed at the time of report. It was noted that the patient had lost 100 lbs., and, since then, the ins was very loose. The physician was unable to do anything until the ins was at the point of flipping; however, the patient believed the ins had reached that point. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).